Event description:
It was reported by the affiliate that the device was used during a whipple procedure. It was reported by the surgeon that everything appeared to have worked perfectly. However one week later the pt became very ill and a reoperation was needed. During the reoperation an incomplete staple line occurred on the 3rd firing. The pt expired. The cause of the pt death is unknown. The device was discarded.